Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 08-dec-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 mcg/ml at 1075 mcg per day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that an episode of decreased responsiveness and hypotonia occurred approximately a week ago. The hcp wanted to explore the pump pocket on this patient. The patient's mother reported what was thought to be a baclofen overdose several days prior but had since resolved. No changes to the pump or the patient's medical management occurred to cause what seemed to be the patient's spontaneous recovery. The hcp wanted to explore to check for loose connection of catheter to pump. Catheter aspiration port (cap) aspiration occurred with over 2 ml cerebrospinal fluid (csf) easily aspirated. The hcp opened pump pocket. The hcp noted a small fray approximately 2 cm from the sutureless connector on the catheter. The hcp checked for leaks, but it did not appear to be leaking. No other issues noted by the hcp. The hcp replaced pump segment with 8784 revision kit. Dye myelogram was performed with no leaks and good tip placement in intrathecal space. The hcp did not notice anything that could have caused the patient's symptoms several days prior. The hcp admitted patient to observe and work up for other medical possibilities. Any environmental/ external/ patient factors that may have led or contributed to the issue were unknown. At the time of this report, it was unknown if the issue had bene resolved and patient status was alive- no injury. No further complications were reported. Additional information was from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that it was a suspected baclofen overdose. The patient came to the operation room (or) for the hcp to perform dye test. The patient's mother reported that the patient's symptoms resolved spontaneously after 8 hours, and no other issues had been noted. Rural hospital was not sure what caused the patient's symptoms so they made appointment with the hcp to check pump and catheter. For the cause of the fray, the hcp suspected he may have accidentally frayed the catheter while suturing fascia during implant. Patient¿s mother reported they gave the patient an IV, but no other interventions, medications, pump dose changes, etc. Occurred. The patient recovered spontaneously and had been at baseline for several days prior to this procedure in the or. Purpose was to rule out a pump issue. Patient was being worked up for other medical causes such as seizures. The symptom had resolved. The hcp did not think the pump or catheter were the issue but would monitor the patient for more changes. No further complications were reported.